Event description:
Subsequent information was received that the patient expired thirteen days later. It was thought that the patient was being treated for prostate cancer at another facility where they expired.

Event description:
Boston scientific received information that during a routine in clinic follow up, the lead safety switch (lss) feature was observed to have been activated due to an out of range pacing impedance measurement on this right atrial (ra) lead. Additionally, far-field oversensing of ventricular events was observed on the atrial channel. Pacing impedance measurements observed in clinic were noted to be stable and within an acceptable range. Boston scientific technical services (ts) discussed troubleshooting options.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.